Event description:
It was reported that a pump issued an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin was initially suspended due to the alarm, but technical support advised cleaning the speaker holes and reconnecting the cartridge. After following these steps and waiting, the customer was able to resume insulin, and the pump returned to normal operation.